Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was 413 mg/dl. Customer provided other blood glucose level such as 420 mg/dl, 367 mg/dl, 430 mg/dl. The customer did experience symptoms of high blood glucose value such as thirst and feeling sick. The customer treated high blood glucose with manual injection. It was unknown whether the auto mode feature was activated at the time of high blood glucose event or not. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Trouble shooting was performed. Drive support cap was slightly in dented. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.